Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The outcome of the repairs are unknown at this time as the work order was canceled but will be updated if more information is provided. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they sent an email to customer service stating the following issues in an arctic sun device "filling reservoir problems, chiller problems, low internal flow" and requested a quote for a depot repair.

Event description:
It was reported that they sent an email to customer service stating the following issues in an arctic sun device "filling reservoir problems, chiller problems, low internal flow" and requested a quote for a depot repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.